Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had staining in the channel. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
The customer returned the bronchovideoscope to the service center for evaluation for staining in the channel during reprocessing. During testing, the field service engineer identified that the device had no image due to damaged charged coupled device (ccd). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image due to damaged charged coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.